Event description:
Voluntary medwatch received states that the patient's right ventricular lead exhibited a high capture threshold. No intervention was reported and the patient's condition is unknown.